Manufacturer narrative:
In previously submitted report, report information 510k number, operator of device in box d, occupation in box e and reason device not evaluated was incorrect. In this report, section report information 510k number, operator of device in box d, occupation in box e and reason device not evaluated has been updated/corrected.

Event description:
This notification was opened for review for information received that the remstar pro c-flex+ device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of visible foam particles found inside the blower kit. There is no error codes present in the device logs. The device was scrapped.